Event description:
Pump alarmed that no cartridge was installed during infusion. Sent replacement. Spontaneous. No other information available. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unknown. If yes was any medical intervention provided? Sent replacement. Is the actual device available or for investigation. Yes. Reported to cvs/caremark by: patient/caregiver. Dose or amount: 68.5 ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.